Event description:
It was reported that the wake button was sticking. The customer experienced an elevated blood glucose (bg) level displayed as "high"; specific bg value not provided. A correction bolus was delivered to address bg. Customer applied more force to the button to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.